Event description:
It was reported that the customer was priming manually for the past two days as the contour link blood glucose meter readings are not longer being sent to the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found an error alarm. Advised that the customer should discontinue the insulin pump use and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.